Event description:
Report of overdelivery received from abbott international affiliate (abbott australasia). Report states: a case of the pump being incorrectly programmed. The hospital has advised that the pump was programmed for 0.5mg/ml of pethidine instead of the correct concentration of 5mg/ml. A total of 1250mg pethidine was added to a mini-bag containing 250ml of ns. This would have given a total volume of approximately 280-285ml. The pump was set for both pca & continuous with a pca dose of 10mg & continuous dose of 10mg/h. After 13.5 hours there was only 17ml left in the bag. The pump display showed that 140mg had been administered which should have been 28ml of solution but nearly the whole contents were delivered. There was no adverse pt outcome & no medical treatment was required. No additional info was available.